Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, pa performing erah had completed dissection and had moved to using the hpii device. After one or two tries at cutting the fascia for the fasciotomy, they said that the hpii heated, produced lots of smoke, then shut off completely. They pulled it out of the arm and tried to allow it to cool and took a look at the jaws. They noticed there was some separation of the wires/plate from the jaw and that there was a melted portion of the shaft at the black covering. Nothing broke off into the patient. There was a procedural delay, since a second kit was opened without resolving the issue, then they had to open the arm to harvest the radial pedicle through "open" technique. This required additional incisions. Patient's condition is unknown.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b5 - complaint description corrected. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be completely flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the top of the cold jaw closest to the base of the jaws was observed to be peeled and cracked. No visual defects were observed on the hot jaw. The black shaft covering close to the base of the jaws was observed to be melted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Smoke was observed coming out of the shaft where it appeared to be melted. An engineers evaluation was conducted on 07/16/2021. Complaint devices had physical damage to the distal end of the shrink tubing on the shaft tip along with damage found on the silicone over-mold on the cold jaw located on the outside proximal end. When the shrink tubing was removed, it was visually seen the metal shaft tip was bent. The device performed normally during the heat up test with a wet gauze pad. Based on the returned condition of the device and the results of the engineer evaluation, the reported failure "smoking" was not confirmed, but was confirmed for the other reported failures "material twisted/ bent wire" and "melted" as well as the analyzed failures "material twisted/bent shaft" and peeled; jaw".

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, pa performing erah had completed dissection and had moved to using the hpii device. After one or two tries at cutting the fascia for the fasciotomy, they said that the hpii heated, produced lots of smoke, then shut off completely. They pulled it out of the arm and tried to allow it to cool and took a look at the jaws. They noticed there was some separation of the wires/plate from the jaw and that there was a melted portion of the shaft at the black covering. They opened a second kit and the same thing happened. As a result, they were required to open the arm, aborting endoscopic radial harvesting altogether.